Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available.  It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.   Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined.